Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) sections: ·chapter 6 application and condition of cleaning, disinfection, and sterilization ·chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera ultrsound gastrovideoscope had a leak (air/water leak). There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end and connecting tube had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due a pinhole in the forceps channel. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: foreign bodies in the image guide snake tube, due to wear of angle wire the bending angle in up direction does not meet the standard value, due to wear of angle wire the play of up/down knob is out of the standard value, adhesive on distal sheath rubber is detached, adhesive on distal sheath rubber has a chip, the universal cord has a wrinkle, the ultrasonic transducer has corrosion, due to damage on ultrasonic probe the displayed ultrasound image is defective with missing elements, and the acoustic lens has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. It is unknown if there was a delay to pre-cleaning. The customer stated there were no abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It is unknown if the air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing.